Event description:
The facility reported a pump with failure code 720. It is unk when this failure code occurred. There was no pt injury or medical intervention necessary according to the hosp rep. No additional contact info is available.